Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device has been in the customer warehouse for over a year and required servicing. Additional information related to a specific issue experienced by the device was not provided. There was no reported patient involvement.

Event description:
It was reported to philips that the device had a faulty therapy knob. It was noted that the device had been in the customer warehouse for roughly a year prior to requesting service for the device. There was no reported patient involvement.